Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in difficulty retracting catheter showed resistance to pulling, causing loss of material.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
DHR review: the complaint lot#: 3237940, sku is 383323, assembly in suzhou plant1 on 2023.sep.13, lot quantity is (B)(4) ea. Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Return sample analysis: no picture provided to show the defect feature. Retain sample analysis: sampling 2 ea from the retain sample of the same lot to check product appearance and do stylet/cannula component pulling out function test, no defect detected. Refer to the attachment for retain sample test report. Possible cause analysis: based on the reported information that needle disengagement difficult, possible causes for needle/guide wire difficult to withdrawn may including: 1. Needle lubrication status is out of specification. 2. Stylet surface knurling is poor, big friction between stylet surface and tubing. We cannot identify the correct failure mode without defect samples or photos which can show the typical defect feature. The retained sample test result is within product specification and cannot reproduce the reported defect, so the root cause for this cause is no clear so far.

Event description:
Additional information received on 29 jan 2025. Is there any impact on the patient? If yes, explain it in detail? A new puncture was necessary for the patient. Could you send sample photos/videos samples? Unfortunately, we don't have it. Was there exposure of blood/chemotherapy to the mucous membranes (eyes, nose, and mouth) or to the skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken. (Detail) no. Additional information updated on 03 feb 2025.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: saf-t-intima. Device failure: difficulty retracting slider / catheter.